Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had bent slots - identified in sterile processing. There was no harm, no delay reported. No adverse events reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired six times, the last repair being for the mesher not feeding grafts through it reported on 23 june 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On 20 february 2019, it was reported from memorial hospital of carbondale that a mesher had bent slots. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 found that the comb was bent and that the sideplates and roller were damaged. The pretest could not be performed due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb, sideplates, and roller. The technician then tested and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired per zpo 13.214. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the comb was bent and that would damage the smaller divides within the comb, it cannot be determined from the information provided as to what caused the comb to be bent. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.